Manufacturer narrative:
The reported events for noise and insulation damage were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for a right atrial (ra) lead implant procedure in the hospital on (B)(6) 2021. While attempting to implant the lead, it was noted that there was noise on the ra lead along with an injury. The physician suspected that there was an insulation breach. The anomalous lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.